Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit breaker, the surge supressor pcb and the power cord assembly were all replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would shut down. No patient injury was reported.